Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), shock impedance values were above 400 ohms. The system was repositioned several times and all equipment turned off to reduce electromagnetic interference (emi), but the impedance measurements remained out of range. The first electrode was explanted and second electrode was then connected; however, this did not change the out of range impedance measurements. The s-ICD system was explanted and successfully replaced with a transvenous system. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.